Manufacturer narrative:
(B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted in the kidney on (B)(6) 2016 and was removed during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure on (B)(6) 2016 when stent was to be removed, it was found that the stent was encrusted and was extremely difficult to remove. The device was successfully removed from the patient using ureteroscopy laser lithotripsy of stent and pyeloscopy laser lithotripsy of stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.